Manufacturer narrative:
One capnography monitor was returned for evaluation. Visual inspection of the device was found to be in good physical condition. Device underwent functional testing, including mass flow rate tests; done so with a series of 120 ml/min. 10% c02 gas was applied with a 4086 multi-parameter simulator; the monitor was in specification of 73 ml/min (spec: 73+/-3 ml/min). The lcd was noted to have been missing the vertical lines and will need to be replaced. Internal inspection the unit, found the speaker loose. The damage from the lcd and speaker is due to impact. The reported customer complaint was not confirmed.

Event description:
Information was received that the co2 sensor of a smiths medical bci capnography monitor capnocheck ii cannot be calibrated. No patient adverse effects reported.